Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during an arthroscopy, the werewolf flow 50 coblation wand showed an an error after pressing two switches together. Afterwards, the wand kept running without activation. The procedure was completed with a delay of less than 30 minutes using a back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection of the returned instrument shows no manufacturing abnormalities. No visual issues were observed. The data was extracted which revealed that the wand was activated previously and experienced a "multiple button pressed notification" error. Device was tested, and generated plasma as intended. Suction was functional. The error was not present. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The complaint was confirmed. Factors that could have contributed to the reported event include: 1) the wand's connector or cable got damaged. 2) saline/humidity entered the interior of the handle shorting the connection of the buttons. No containment or corrective actions are recommended at this time.